Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 600 mg/dl. It was also reported the customer was on antibiotics for their urinary tract infection. Customer also had a scoliosis. Customer treated their blood glucose with a manual injection. It was also found the customer had dry mouth from their high blood glucose. Customer also reported receiving a max fill reached message on the insulin pump. The customer declined to check for air bubbles and leaks during troubleshooting. It was also found the customer's settings were programmed accurately. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.